Event description:
It was reported: "pt complained of anterior knee pain, especially when descending stairs. Revision surgery performed to remove metal backed patella. No bony ongrowth was evident on the patella."

Manufacturer narrative:
An eval of the device cannot be performed as the device is being investigated by rph bioengineering and was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report.